Event description:
It was reported that the patient developed an infection. It was noted that the patient has a history of being prone to infection. The physician believed that the infection was not device nor procedure related. The patient underwent an explant procedure. The explanted devices will not be returned per hospital policy.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-paddle leads; upn: m365sc8216500 ; model: sc-8216-50; serial: (B)(4); batch: (B)(4).